Event description:
(B) (6). It was reported that post a coronary artery drug eluting stenting treatment procedure a coronary lesion was discovered. An unknown size taxus liberte stent was placed in an unknown vessel in (B) (6) 2009. At the patient's one year follow up, the physician commented that antiplatelet medication was stopped "because there were arteriosclerosis obliterans and coronary lesion". It is unknown if the coronary lesion described impacts the previously implanted stent.

Event description:
It was further reported that the index procedure treated 90% stenosed, 3.0x32mm lesion located in the distal circumflex. Treatment consisted of predilation, placement of a 3.0x32mm taxus liberte study stent, and post dilation resulting in 0% residual stenosis with timi 3 flow maintained pre and post treatment. The patient was discharged two days post procedure on aspirin and cilostzol. Following the procedure, the patient "lived a daily life without problems". No angina pectoris or ischemia were reported at the one month follow up.

Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B) (4).

Manufacturer narrative:
(B) (4)

Event description:
It was further reported that the patient expired in (B) (6) 2010. The physician reported "the patient acted as per usual in the daytime. He drank after he got home, and got into a bath. His family found he lost consciousness in the bathtub. He was transferred to the hospital emergently, and died. Cause of the death was unknown." The six month study follow up in (B) (6) 2010 indicated no angina symptoms.

Manufacturer narrative:
Additional information: describe event or problem, other relevant history.(B)(4)